Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 to explant and replace the ipg.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate with external devices following an unrelated surgery. The issue was confirmed by the abbott representative. Surgical intervention is planned as the next course of action.

Event description:
Follow-up identified effective stimulation was restored following the procedure.